Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery, even with fresh new battery customer removed the battery and reinserted it again, aligned but still low battery alert was displayed on screen. Customer reported cracked at back part of the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned insulin pump for alleged battery lasts less than expected and cosmetic damage located at the battery tube case found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board, the pump was monitored and functioned properly. Pump error 25 was found in the history on 10/28/2022 at 05:00:00. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case, cracked keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump error 25 found was confirmed due to a connector resistance issue with the j6 connector on electrical board. Battery lasts less than expected was confirmed. Cosmetic damage at the battery tube was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.